Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was programmed to pacing only, with a lack of pacing noted. It was suspected there were long pauses for pacing delivery and that the patient had asystole episodes. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).